Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and high chloride (cl) patient results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence there was no impact to patient treatment. There was no report of an adverse event. The customer did not provide data.